Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp). An explant procedure was performed in which another company's product was implanted. The device was received for analysis. The patient did not experience an further adverse events,. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.